Manufacturer narrative:
H3: the pipeline flex w/ shield braid was returned for analysis. Both ends of the braid were found fully opened, frayed, and damaged. The entire length of the braid was found flattened. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed; however the cause could not be determined. Possible causes for damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported pipeline was resheathed more than 2 times, the pipeline was placed within a bend, devices were prepared per IFU and patient vessel tortuosity as severe. As the pipeline flex w/ shield pusher and phenom-27 micro catheter used during the event was not returned, any contribution of the pipeline flex w/ shield pusher and phenom-27 micro catheter towards the failure to open distal could not be determined. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal portion of the pipeline failed to open. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times, and no other steps were taken to open the device. The pipeline and microcatheter were removed from the patient. The distal part of the pipeline had been placed in a bend. The devices were prepared according to the instructions for use (IFU). The patient did not experience any injury or complications, and angiographic results post procedure were said to be good. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the right internal carotid artery ophthalmic area. The max diameter was 8mm, and the neck diameter was 7mm. The patient¿s vessel tortuosity was severe. The landing zone was 2.89mm distal and 4.34mm proximal. Dual antiplatelet treatment had been administered. Ancillary devices include a neuron max 6f sheath, sofia 6f guide catheter, phenom 27 microcatheter, and traxcess 14 guidewire.